Event description:
Customer reported the alarm was no power batteries have been replaced with a new supply and there is no visible damage reported. Customer could not provide the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm does not power on with batteries due to battery acid leakage on the contacts. However, the unit powers on with the 9v adaptor and the nurse call light does not come on at the nurse call next fixture when it should. The pre-recorded voice message does not play only a clicking sound is heard. Tone plays as it should. The battery door is missing and there is battery leakage residue on the battery contacts. (B)(4).